Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported, we have had a recent scenario where the clamp broke so we had to replace the line. They were keeping their PICC long term for chemo. They were turning the patient and the tech got the PICC caught somehow between the bed rail. Mon 07/03/2023 I am not able to provide any information on this as this was reported to me from one of the floor nurses. I am not sure which patient it was.